Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced wearable failure and multiple issues with sensors. The patient had been hospitalized previously for diabetic ketoacidosis (dka) and loss of consciousness requiring intensive care medical intervention with report that the readings were off prior to the incident. The patient called stating that she was re-hospitalized for a week due to complications from that hospitalization. According to the report, the patient was unwilling to provide details about the incident but stated that she was in the hospital for a week, with blood pressure issues, bradycardia, and dyspnea. The documentation states she received no medication and was discharged the day prior to the call. The patient reportedly could not recall the blood glucose (bg) readings during the hospitalization. The nurses had been monitoring the bg by fingerstick and she was reportedly not able to use any sensor since she was experiencing multiple issues with sensors. At the time of the report, the patient was still not feeling well. There was no documentation of further medical evaluation or intervention. Attempts to gather more details about the event were unsuccessful as the patient reportedly refused and was unwilling to provide information. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Related to (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.